Event description:
According to the initial reporter, the needle came out of plastic sheath near hub and out of plastic coating. Further information was reported that a piece of the device broke off in patient. This was discovered while the patient was still an inpatient and during an x-ray for something else. Patient was not complaining of any pain or discomfort.